Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming attempts. The patient underwent an explant procedure. The explanted device will not be returned. No further information has been obtained despite good faith efforts.